Event description:
On (B)(6) 2011, the patient was being treated emergently for a ruptured abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. The physician had trouble cannulating the device so an aui procedure was attempted but was unsuccessful due to the patient bleeding out. The patient's blood pressure remained stable. The patient was converted to an open repair to treat the rupture. The patient died on the table during the open repair due to the ruptured aneurysm and blood loss of approximately 14 liters. During the open repair, it was reported that the rupture site was infected and there was no aortic wall left.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations; leaking: pending rupture or ruptured aneurysms. Please note additional devices implanted and related to this event: (B)(4).